Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was inserted from the right side. Reportedly there was a slight resistance during insertion of the 22fr sheath. After all devices were implanted and the 22fr sheath was removed access route angiography revealed the right external iliac artery dissection. Two bare metal stents (smart) were implanted to cover the dissection and the stenosis (the stenosis observed before this procedure). The patient tolerated the procedure.